Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot numbers 81413670 & 8233312. Our records show that this is the only instance of this issue occurring in either production batch. According to the sampling plan applied for product performance, these lots were accepted and released without defects being noted during the final assembly or visual inspections. Also, a representative samples was submitted for evaluation; visual observation of the device was unable to identify the reported non-conformance and further determined that it was normal and within product specification. Unfortunately, without the ability to observe the reported nonconformance bd was unable to determine a root cause for this event. H3 other text : see section h.10.

Event description:
It has been reported that the bd intima-ii¿ closed IV catheter system has been found with three instances of foreign matter before use. The following has been provided by the initial reporter: it's found that there was a large shadow on the side hole of the needle tip after unwrapped the package, and customer suspected that the needle core was rusty. Defected product didn't used. N o physical harm to the end user.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8141370, medical device expiration date: 2021-07-11, device manufacture date: 2018-05-21; medical device lot #: 8233312, medical device expiration date: 2021-09-22, device manufacture date: 2018-08-21. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd intima-ii¿ closed IV catheter system has been found with three instances of foreign matter before use. The following has been provided by the initial reporter: it's found that there was a large shadow on the side hole of the needle tip after unwrapped the package, and customer suspected that the needle core was rusty. Defected product didn't used. No physical harm to the end user.